Manufacturer narrative:
Correction: it was an implantable cardioverter defibrillator (ICD) that was explanted, not a pacemaker.

Event description:
It was reported that the patient presented for an implant procedure. It was noted less than a month after implant at a follow up visit that an abscess was present in the wound. The wound was red, swollen but not open. The clinician explanted the implantable cardioverter defibrillator (ICD) and lead. A re-implant was to be performed on the opposing side at a later date. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
Analysis was normal. No anomalies were noted. The implantable cardioverter defibrillator's (ICD) battery was above the elective replacement indicator (eri).

Event description:
It was reported that the patient presented for an implant procedure. It was noted less than a month after implant at a follow up visit that an abscess was present in the wound. The wound was red, swollen but not open. The clinician explanted the pacemaker and lead. A re-implant was to be performed on the opposing side at a later date. The patient was stable.